Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/27/2016 with the following findings: a review of the black box showed no evidence of short battery life. The battery compartment was undamaged. The battery cap was not returned and a test battery cap was used and fit securely. The rewind, load, and prime steps were performed correctly. All current draws were within specification. The pump cover was removed to find no intermittent conditions to the power printed circuit board or the to continuous glucose monitoring module. The original complaint of a short battery life was unable to be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.